Event description:
It was reported that there was an error 600.6835 on the device. There was no patient involvement. Description: the more information you can provide here, the easier time the support team will have in diagnosing and resolving your incident. Provide specific information (i.e. Customer names & ID) when applicable. Nick reported error 600.6835 on pcu8015 sn (B)(6). Resolution / steps taken to solve: advised nick to transfer network configuration. Nick will upload network configuration.

Manufacturer narrative:
Technical support performed troubleshooting with the customer over the phone and confirmed error 600.6835. Advised nick to transfer network configuration. Nick will upload network configuration. A review of the device history record for sn (B)(6) was performed from date of manufacture, (B)(6) 2010 to the present date (B)(6) 2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support advised nick to transfer network configuration. Nick will upload network configuration. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of the failure was not identified. A serial number was not provided therefore a review of the device history record cannot be performed.

Event description:
It was reported that there was an error 600.6835 on the device. There was no patient involvement.